Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date, following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by an infusion set failure by not removing the needle guard prior to inserting the infusion set, resulting in insufficient insulin delivery.

Event description:
On (B)(6) 2024 a beta bionics remote clinical trainer (rct) became aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. On 8/22/24 a beta bionics customer care agent obtained additional event information from the user. On (B)(6) 2024 during a supply change the user discovered they had forgotten to remove the blue needle guard before inserting the infusion site. As a result, the user experienced high bg levels, reaching 525 mg/dl, for over 12 hours. On (B)(6) 2024, the user was admitted to the hospital, feeling nauseous and unwell. The user's husband drove them to the hospital, where they were treated with an insulin drip, sugar water, and an insulin shot. They remained in the hospital until (B)(6) 2024. The user did not test ketones before hospitalization but underwent testing at the hospital, though they were not informed of the results. After discharge, the user resumed using the ilet.